Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with orthopilot basis. The customer used the item fs100 last few weeks. Actually they provided two items with fs101 with 6.0 total knee arthroplasty (tka). Following problems appeared: a/p position with the femoral cuts are not in accordance with the validated information on the screen. The time required to calibrate the hip centre is increased several times over. Device constantly reinitializes the process although the last green area is marked. Device must be repositioned several times in the room. Additional information was not provided nor available / was not available. Additional patient information is not available. (B)(4).

Manufacturer narrative:
Root cause analysis: on the available information it was not possible to identify a final root cause. The problem is likely to be software-design related. The applied software version tka 5.0 shows that the used dimension was the height from posterior condyles to the end of the hood of the implant instead of the height at the level of the distal cut from posterior condyles to the slot of the anterior cut tka 6.0. Risk analysis: the risk was evaluated based on the applicable product risk analysis. With the result that the severity for a potential harm to patients, users and third parties is defined as (3/5) . There is a risk of a potential delay in surgery. However there was no damage to patient, user and third parties reported since the surgeon has still the possibility to continue the surgery with traditional non navigated techniques. CAPA: a CAPA is not necessary since this case is limited to one occurrence. A systematic problem can be excluded because the affected software version tka 5.1 was only produced between november 2019 and june 2020. Today an improved software version tka 6.0 is already available. The affected software version tka 5.1 is not marketed anymore.